Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call they experienced high blood glucose level and insulin pump was rejecting batteries, slower during rewind, motor sound labored and buttons were less responsive. The customer¿s blood glucose level was over 35 to 486 mg/dl at the time of the incident. The customer stated that the drive support cap was normal. The insulin pump will be returned for analysis.